Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. A visual inspection revealed that the screw was fractured at mid-section of threaded region, and the remaining fractured portion was not returned. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: IFU p-iis086gr rev. E 11/2015. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. A singular cause for the complaint could not be determined.

Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (uniht) fractured.